Manufacturer narrative:
A partial lead with the distal tip measuring 47.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented in the ER with syncopal episodes. Intermittent ventricular capture, unacceptable threshold and an increase in pacing lead impedance were noted. The lead was explanted and replaced. The patients condition was good after the event.